Manufacturer narrative:
B3 event date: it was indicated that the event start date was 04may2026, however it was also reported that "infection early april unknown exact date". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "infection in the peritoneum". The cause of was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment for the event was not reported. The patient outcome was reported as "the infection is now cleared". Action taken with pd therapy was not reported. No additional information is available.